Event description:
It was reported that pump displayed repeated cartridge change errors, and customer stated that this issue had been recurring and that they had attempted to change cartridge repetitively there was no adverse impact to the customer's blood glucose level. Customer service representatives instructed customer to inspect and clean cartridge and pump areas, attempt loading new cartridge, and repeat load process, but issue persisted; pump was noted to be out of warranty, and customer was referred to sales team to begin renewal process.